Event description:
Patient had previous ossicular reconstructive surgery. After about two months patient unable to hear. Physician brought patient to or to do another ossicular reconstruction and noted during surgery the prosthesis from the initial surgery was broken. Prosthesis removed and a new one implanted.====================== health professional's impression======================unknown